Event description:
The customer returned both the camino monitor with serial number (B)(4) and camino cable to be evaluated. The customer reported a failed pressure input test. The camino monitor displayed pressure that was higher than the actual pressure. Preliminary evaluation performed by the integra service and repair revealed that the camino cable failed on incoming test.

Manufacturer narrative:
Integra has completed their internal investigation on 23nov2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint management database for similar complaints. Results: DHR review was completed for camcabl cable serial number (B)(4), lot number tl-343140, to identify any recorded anomalies that could be associated to the complaint incident. The customer complaints review identified no other complaints have been received to date for this serial number. The DHR review has been deemed satisfactory. Trending analysis was completed by the root cause identified in the failure analysis investigation. Based on complaint information, the complaint incident is trended as a failure of the camino monitor to perform its intended function due to faulty camcabl cable. The analysis of the complaint investigations and root cause reports has concluded this is the 1st identified complaint for the reported failure associated with the camcabl cable with the root cause not determined. No trend has been identified. The quantity of 1 x complaints over the 12-month period can therefore be calculated as (B)(4) of procedures or 1 complaint in every ((B)(4)). Conclusion: product was returned and the evaluation verified the complaint incident ¿failed on incoming test¿ as valid. Customer complaint was confirmed. Root cause not determined; cause of the high pressure value displayed on the customer¿s cam02 monitor was due to the faulty customer¿s camcabl cable. Since the cause of the camcabl cable failure was not provided by the service center, no root cause can be determined.